Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was 07/28/2018 for evaluation. A visual inspection was performed and passed. The receiver will boot up and charge. Performed receiver download and loss of connection was confirmed on date of issue. The receiver passed functional tests. Performed pairing test and unit passed. The reported event of a loss of connection was confirmed the root cause of loss of connection could not be determined because the complaint could not be replicated with the returned device.